Manufacturer narrative:
As reported in a research article, 467 patients underwent bioprosthetic mitral valve replacement with bovine pericardial valves (356) and porcine valves (111), between january 2007 and december 2018. The epic stented tissue valve was used in a total of 84 patients. Events of 7 in-hospital deaths were reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 3001883144-2021-00102. Due to the lack of information provided regarding the deaths in this literature, this event is being conservatively reported for death. The article, "comparison of porcine versus bovine pericardial bioprosthesis in the mitral position", was reviewed. This research article is a retrospective single center experience to examine perioperative and midterm outcomes of bioprosthetic valve choice, porcine or bovine pericardial, in the mitral position, focusing on 25-mm valves. Carpentier-edwards perimount (edwards lifesciences), epic stented tissue valve (abbott) and medtronic mosaic (medtronic) were associated with the study. The article concluded that the choice of a porcine or bovine pericardial bioprosthesis does not affect midterm survival and cardiac death. The primary and correspondence author of the article is hideki tsubota, md, phd, department of cardiovascular surgery, kokura memoria hospital, asano 3-2-1, kokura kita-ku, kitakyushu, fukuoka 802-8555, japan with the corresponding email: tsubota07@gmail.com.